Event description:
The customer reported that the pump battery would not charge, despite attempts with different wall outlets and adapters. There was no adverse impact on the customer¿s blood glucose level. Technical support instructed the customer to switch to a manual insulin delivery method and arranged for a replacement pump to be sent, while guiding the customer on returning the faulty pump.